Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that post implant, the device was in back-up mode. Two attempts to perform a software download were unsuccessful. Therefore, a the device was replaced.